Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage to the dock connector consistent with mis-handling. Root cause could not be firmly established due to the observed damage. Analysis of reports of this type has not identified an increase in trend this type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability.

Event description:
Complainant alleged that during functional testing, the device failed to charge the battery. Complainant did not indicate that there was any patient involvement in the reported malfunction

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to charge. Complainant did not indicate that there was any patient involvement in the reported malfunction.